Manufacturer narrative:
A review of the device history record determined that testing of serial number # (B)(4), met suction specifications. Ameda requested that the customer return the product. To date, the pump has not been returned.

Event description:
On (B)(6) 2014, the customer reports an issue with the pump not working. On (B)(6) 2014, the customer contacted ameda via phone call. The customer reported (on (B)(6) 2014) hearing a hissing noise while pumping but not sure where the noise was coming from. She stated that she developed right sided breast mastitis on (B)(6) 2014 and is currently taking amoxicillin. On (B)(6) /2014, the customer stated that her mastitis infection is resolving.